Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that access site bleeding occurred. The patient underwent a left atrial appendage (laa) closure procedure. A watchman access system was positioned in the laa and a 30mm watchman laa closure device was implanted. The next day it was noted there was bleeding at the suture removal site. Compression was used to stop the bleeding and the event was considered resolved that day.